Event description:
A table-top centrifuge for spinning hematocrit capillary tubes catastrophically failed with resulting projectiles in laboratory. No injuries. Damage to light diffuser and refrigerator door. Safety, engineering and MFR were contacted. Summary of safety office: the medical center safety officer was summoned to the cell labeling lab, following what was reported as an explosion associated with a centrifuge. Upon arrival, the laboratory pi, housekeeping, and laboratory staff were found assessing/cleaning up, following what appeared to be a catastrophic failure of a small centrifuge. No one was in the immediate area of the centrifuge when it failed. No one was injured or reported an injury at this time. Witness described a loud explosion or boom when the device failed. Initial observations found a hettich mikro 20 centrifuge, ID# d-78532, 13,000 rpm. The centrifuge was totally destroyed, plastic pieces/parts had sprayed all over the floor and working surfaces. Large pieces from the centrifuge's outer enclosure had impacted the walls, ceiling, fluorescent lights and a refrigerator glass door. Safety and environmental programs and housekeeping staff cleaned up the area to allow the lab staff to continue with pressing/time sensitive laboratory activities. The safety officer returned after hours to assess, review and evaluate the centrifuge.